Event description:
Customer received discrepant results for leukocytes which occurred intermittently during the last two weeks. Total quantity of samples involved is unknown, customer provided one patient example. Initial result was negative. Same sample was tested by various methods: microscopic reading gave greater than 100 wbc per hpf; visual reading gave 2+; instrument reading gave negative; instrument reading following quality control gave 2+. Since the sample was verified microscopically, the negative result was not reported.

Manufacturer narrative:
The instrument was returned for investigation. The issue could not be duplicated. A cause could not be determined. The power supply was replaced as a precaution. Reflectance check and controls were run with all results in normal range.